Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) austria alleging that his one touch ultra meter read inaccurately high compared to his feeling and or normal results. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient on (B)(4)2013. The patient reported that the alleged inaccuracy began in ¿(B)(6) 2010¿. The patient stated he obtained inaccurate high results with the subject meter; however, the patient did not provide the actual results obtained. The patient manages his diabetes with insulin (huminsulin- 6 units in the morning, 8 units in the evening; humalog- 15 units a day, time differs). At an unspecified date/time, the patient stated he took an increased dose of insulin (unknown type and dosage) in response to the alleged inaccurate result(s). The patient claimed, at an unspecified time after the alleged issue occurred, he developed symptoms of a ¿sweat attack and shaking¿. The patient stated he self-treated in response to the symptoms; however, he was not able to provide the details of the type of treatment he received. During troubleshooting, the csr was unable to confirm if the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.